Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the glass tip broke after 10 minutes of fiber use. The glass tip did not detach inside the patient. A second fiber was required to continue the procedure. There were no clinical consequences to the patient.